Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
It was further reported that adjudication indicated stent thrombosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. :the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment identified that the patient's qualifying condition as silent ischemia with an abnormal stress test or imaging stress test indicating ischemia prior to procedure. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 32 mm long with a reference vessel diameter of 3.00 mm.. The target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post dilatation residual stenosis was 25%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient expired due to unknown case.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in an internet search performed for obituaries or funerary notifications, a newspaper article in the obituaries indicated that the patient passed away suddenly of a heart attack. Medical records and death certificate were not available as the patient's death occurred out of the country.